Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10, h11 corrected sections: d4--serial# corrected from "670245" to "656040" h6--medical device ¿ problem code corrected from code "1384" to "2522" the device was returned to the factory for evaluation on 05/16/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to be clear. Based on the results of the evaluation, the reported failure "failure to align " was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported endoscope vh-1111 ordered in (B)(6) 2022 does not work. Inner gasket is not aligned. No procedural delay. No harm to patient.